Event description:
Patient exhibited poor flow which did not resolve after heparin was increased. Lines were reversed and tpa administered. X-ray showed that the cannula was detached from the medial valve.